Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. A contact therapy cool path duo ablation catheter was used to perform ablation in the left atrium. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. Protamine was administered and a pericardiocentesis was performed; however, the effusion continued. Surgical repair of a cardiac perforation in the left atrial roof was performed and the patient was stabilized. The patient remained stable and recovered well. There were no performance issues with the ablation catheter.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.